Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse found that the system was turned off and unplugged from ac power. The fse reconnected to ac power and booted sterilizer and checked system for oil mist emissions. None found. The fse checked the system parameters to manufacturer specifications. The fse ran the empty test standard cycle. System conforms to manufacturer specifications. Conclusion: customer letter was sent to all sterrad customers to reinforce the importance of cancelling the cycle, leaving the room and discontinue use of the unit, until the unit is repaired if the mist issue occurs. A user guide excerpt that added a warning was sent with the customer letter.

Event description:
The customer reported that there was odor coming from the unit. The customer shut down the unit. There was no physical complaints reported. The asp field service engineer (fse) went to the facility to assess the unit.